Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in an artery of the left hand. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the pressure could not be applied from the beginning and it was cosidered that the balloon ruptured. The procedure was completed with another of the same device. There were no patient's complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter facility name: (B)(6) hospital. (E1) initial reporter city- (B)(6). Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal from the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres as per mustang product. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in an artery of the left hand. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the pressure could not be applied from the beginning and it was considered that the balloon ruptured. The procedure was completed with another of the same device. There were no patient's complications nor injuries reported.